Event description:
During review of programming history, it was noted that a faulted generator diagnostic test altered device settings. No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.